Event description:
Caller reported a malfunction on pump with malfunction code 6. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, after which the malfunction code did not recur.